Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick reported. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation

Manufacturer narrative:
The event occurred in (B)(6).